Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to the patient three days post-implant. The episode showed a wandering baseline that was consistent with air entrapment at the electrode tip and/or the can. X-rays did show potential air in those locations. Technical services discussed troubleshooting to see if the artifacts could be reproduced and to see if another vector could be programmed temporarily until all the air was dissipated. It was also reported that the battery appeared to be depleting prematurely, as the battery was at 100% the day of implant but had decreased to 90% after the shock was delivered. No additional adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Boston scientific issued a notification (92946782-fa) identifying a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This s-ICD was included in this population. If a low battery capacity value is not detected and implantation/setup is completed, the displayed battery capacity value will decrement non-linearly and will be inaccurate; however, the battery status indicators and battery alerts will be unaffected and display accurately. This displayed battery capacity behavior does not affect the device's performance (i.e., ability to detect/treat arrythmias) or the actual battery longevity.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to the patient three days post-implant. The episode showed a wandering baseline that was consistent with air entrapment at the electrode tip and/or the can. X-rays did show potential air in those locations. Technical services discussed troubleshooting to see if the artifacts could be reproduced and to see if another vector could be programmed temporarily until all the air was dissipated. It was also reported that the battery appeared to be depleting prematurely, as the battery was at 100% the day of implant but had decreased to 90% after the shock was delivered. No additional adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service.